Manufacturer narrative:
Add'l info has been requested. Any info obtained during the investigation will be submitted in a supplemental report.

Event description:
It was reported that "locking ring popped out. Plate was still implanted. No screw was put in that specific hole."